Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient charged for over two hours without the battery charging. The patient was charging over her clothing. The patient reported trouble with recharging. It was reported that the patient was going see her doctor on (B)(6) 2011. The patient was unable to successfully recharge her implantable neurostimulator which was located in her back. It was noted that the patient was still having problems with her system. It was stated that the "small remote with antenna" showed that the implanted about "1/16" charged. It was reported that the patient put the belt on with the "other unit" to recharge it. The top of the "unit" showed a full charge, but there were no bars at the bottom ever filled in, they were all blank. Additional information received reported that the patient had communication or coupling issues. It was stated that since implant the patient has only gotten 0 boxes shaded. It was stated that the patient could feel the implantable neurostimulator. Additional information received more than two years later reported that the patient had not used her spinal cord stimulator "in years" because "it had not worked since the day the patient got it." It was stated that "it was a quarter full to start with, and then the patient had difficulty recharging". It was stated that the patient could only charge while sitting straight up and it would take "18 hours." It was noted that this was impossible for the patient because she was "disabled."